Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her reservoir leaked. The patient's blood glucose at the time of incident was 570 mg/dl, which she treated via manual insulin injection. During troubleshooting the customer was unable to confirm if the reservoir leak went past the first or second o-ring. The reservoir will be returned for analysis.